Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The alto abdominal aortic stent graft delivery system has been returned for device evaluation; however, the evaluation has not yet been processed. A clinical evaluation of the adverse event/incident was completed. An examination of procedure planning dated (B)(6) 2026 received by endologix was performed. Due to no implant and/or event imaging and medical records being provided the hypotension, polymer leak and type ia endoleak complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Definitive device, user, procedure or anatomy relatedness of complaint could not be determined. Definitive procedure related harms could not be determined. The pre planning image suggested a 23mm aortic body alto graft based on a p2+7 measurement of 19.7mm, but a 26mm alto main body was implanted. It is unclear if this contributed to the reported event. Per the IFU, proper sizing of the device is the responsibility of the physician. It was reported that the alto aortic body was placed, and the mid-crown was deployed; then, polymer was injected. Subsequently, the position of the main body was adjusted (by slightly pulling it distally), and the proximal stent was deployed. These deployment steps are off IFU and could have contributed to the reported event. The procedure planning drawing showed using a 16 french sheath on the left and a 14 french on the right. Since it was reported that the aortic body delivery system delivery was done from the right it is unclear if this contributed to the reported event. It was also reported that initially the polymer rings filled, and it was only after adding a non endologix stent in the neck for a type ia endoleak that the sealing ring appeared to be insufficient. It was reported that the final angiography confirmed no endoleaks, and the procedure was completed. The final patient status was not provided. Upon completion of the return device evaluation a follow-up report will be submitted.

Event description:
The patient was being treated for a fusiform abdominal aortic aneurysm on (B)(6) 2026 with the implant of an alto abdominal aortic graft system. First, the inferior mesenteric artery and lumbar artery were embolized with coils. Following renal artery angiography, the alto main body was placed (through the right approach), and the mid-crown was deployed; then, polymer was injected. Subsequently, the position of the main body was adjusted (by slightly pulling it distally), and the proximal stent was deployed. Polymer injection was initiated, and the device was placed while aligning it below the renal artery. At that time, contrast retention was observed outside the graft. During contralateral cannulation via a crossover approach, the patient's blood pressure dropped. Upon checking the polymer syringe, it was found to be completely empty. The physician determined that a polymer leak had occurred. Anesthesiology management was immediately initiated. The patient was treated with adrenalin and noradrenalin and the patient's status stabilized. After successful contralateral cannulation, angiography was performed and a massive type ia endoleak. Although touch-up ballooning was attempted using the integrated balloon, the type ia endoleak remained unchanged. Therefore, the physician removed the system, and a gore (non-endologix) excluder cuff (26mm) was implanted for relining. Though polymer had entered all the alto main body rings it was noted that polymer-fill in the sealing ring area appeared to be insufficient. Subsequently, the contralateral leg (tv-il1418100-j: fs092225-49) and the ipsilateral leg (tv-il1422120-j: fs110624-12) were deployed according to the instructions. Balloon touch-up was performed at the junctions and distal sites. The final angiography confirmed no endoleaks, and the procedure was completed.